Event description:
A report was made regarding a cgm error 42. The customer¿s blood glucose level was not adversely impacted. The customer successfully reset the pump independently and resumed insulin delivery before contacting support to report the issue. Technical support confirmed the error in the cgm history.